Event description:
The clinician reports the implant was inserted 2026 (b)(6) in ADA 4. On 2026 (b)(6), non-osseointegration was verified. Patient presented with bone type III, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: Infection. No further patient complications were reported.